Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, due to stress of repeated use, external factors or handling of the device, the image sensor unit was damaged (i.e. Disconnection) or a part mounted on the electrical circuit board such as integrated circuit chips and capacitors was broken, which may have resulted in the subject event. The event can be detected/prevented by following the instructions for use which state: it was confirmed that instructions, operation manual chapter 3 ¿preparation and inspection¿ section 3.8 ¿inspection of the endoscopic system¿ describes how to inspect for the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 establishment name: (B)(6). The suspect device was sent to an olympus service center for evaluation. Inspection and testing found the image disappeared during angulation in the right/left directions due to damage on the charge coupled device unit. In addition, water tightness was lost due to a pinhole on the bending section cover, the insulation resistance value did not meet the standard due to damage on the insertion section, the adhesive on the bending section cover was chipped due to stress, the light guide lens was scratched due to handling, the video connector was deformed due to handling, and switches one, two, and three were discolored due to chemical stress during reprocessing, the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported there was no image from the videoscope during preparation for an unspecified therapeutic procedure. The procedure was completed using another similar device. There was no harm or user injury reported due to the event.